Event description:
It was reported that the patient presented with suspected baclofen withdrawal. A catheter access study was 'unremarkable.' The catheter tip remained at t7 without obvious kinking or disconnection on x-rays. An indium study was performed on (B)(6) 2013 and revealed no contrast material outside of the pump. The patient's symptoms stabilized and the patient requested a revision of the catheter. The plan was to replace the catheter and put the tip in the lower thoracic region. It was later reported that the catheter was replaced and was noted to have a break. With the report of the break, it was noted that the revision surgery had been scheduled after the catheter access procedure and indium study showed catheter occlusion and/or disconnection. The patient status was reported as 'alive - no injury/no adverse event.' The device system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709 sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that based on the (B)(4) study, the preliminary diagnosis was possible occlusion/disconnection. The surgery was performed (B)(6) 2013. When they opened up the patient it was visually observed and confirmed the catheter was fractured into two pieces. It was unknown where the break was. The operative report stated pump malfunction. The reporter stated there was never a pump malfunction. They refilled the existing pump and that it was always functioning. It was unknown why the catheter fracture was not mentioned in the operative report. There is not now nor was there ever a pump issue, just an issue with the catheter. The patient is currently receiving effective therapy. It was later reported on an operative report dated (B)(6) 2013 that the indications for the procedure was the patient had a history of relapsing unremitting multiple sclerosis with intractable spasticity. She had a history of spastic paraplegia and was complaining of spastic paraplegia that persisted despite oral medication and botox injections. The patient was coming with a baclofen pump malfunction. After the patient was seen in the clinic, she was brought for elective procedure of baclofen pump revision. Replacement of the thoracolumbar intrathecal catheter of the baclofen pump and removal of the old thoracolumbar catheter of the baclofen pump, and a baclofen pump revision was done. It was confirmed the cerebrospinal fluid was coming from the catheter. There were no complications.

Manufacturer narrative:
(B)(4).